Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information expiratory channel printed circuit board has been pointed as faulty, but the customer decided not to perform the repair. Expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Device's logs confirm occurrence of claimed internal leakage test failure. The claimed part was not available for further analysis. The cause to the reported issue has been determined as related to expiratory channel printed circuit board.

Event description:
It was reported that the ventilator failed internal leakage test with message 'pressure transducer difference >5cm h20' during pre-use check. Manufacturer's ref. #: (B)(4).